Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of dart detachment prior to deployment. Imdrf device code a050502 captures the reportable event of the device deploying without being actuated.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a genital prolapse repair procedure performed on (B)(4) 2023, for the treatment of genital prolapse. During the procedure, the device deployed without being actuated and the device failed to hold the ligament. After three attempts, the suture broke, and the dart detached but did not fall into the patient. The procedure was completed with another capio slim device. There were no patient complications as a result of the event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of dart detachment prior to deployment. Imdrf device code a050502 captures the reportable event of the device deploying without being actuated.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a genital prolapse repair procedure performed on (B)(6) 2023, for the treatment of genital prolapse. During the procedure, a piece of the device fully detached before it was deployed into the patient. The detached piece did not fall into the patient. Furthermore, it was reported that the device deployed without it being actuated. The procedure was completed with another capio slim device. There were no patient complications as a result of the event.